Event description:
Reviewed surgeons database report which stated that follow up on a patient found a non-union of a fracture with an im nail implanted. The surgeon performed an exchange nail procedure to repair the fracture and replace the nail. Review of the patient x-rays confirms the non-union and the new im nail. No breakage was noted on the nail or no indication of product defect.